Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). There was nothing found in the event log that would contribute to the failed volumetric testing. External inspection was performed and revealed no problems. Internal inspection was performed and revealed that the piston foam is disintegrated. All other connections appeared correct and secure and no evidence of fluid/moisture was found within the device's pneumatic system. The device passed the homechoice rite electrical test and failed the homechoice rite functional test due to failing volume accuracy. The service history review revealed no previous service events that would cause or contribute to the failing volume accuracy. The cause of the problem was disintegrated piston foam. The piston foam was replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.